Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/21/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/07/2014 with the following findings: on examination, the keypad was intact without damage. On investigation, all the keypad buttons had normal response. The keypad cover was removed for investigation and did not reveal evidence of damage, defect or contamination of the button contacts. The pump was opened for investigation and did not reveal any damage, defect or contamination of the interior pump components. Investigation did not confirm or duplicate the alleged keypad malfunction and the keypad buttons were found to be operating within the required specifications. Unrelated to the original keypad complaint, the display was noted to be dim, faded and discolored. Adjustment of the contrast did not resolve the display issue.

Event description:
The distributor contacted animas on (B)(6) 2014 alleging the keypad buttons were unresponsive. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved with troubleshooting.